Event description:
The customer reported that they received an erroneous result for one patient sample tested for creatinine jaffé gen.2 (creaj). The sample initially resulted as 214 umol/l and this value was reported outside of the laboratory. The doctor questioned the initial result, so the sample was repeated. The repeat result of the sample was 76 umol/l and this value was believed to be correct. The sample was also repeated an additional time, resulting as 73 umol/l. The patient was not adversely affected. The creaj reagent lot number and expiration date were asked for, but not provided. It was noted that the cells and the lamp had not been replaced on the analyzer for approximately 6 weeks. The customer noted that they had been receiving cell blank errors on the analyzer. The customer has now changed the lamp, changed the cells, and has cleaned the water bath. A specific root cause could not be determined. An issue related to the instrument is the most likely cause for the event. No further issues were observed after changing the lamp, changing the cells, and cleaning the water bath.

Manufacturer narrative:
This event occurred in (B)(6).